Event description:
The customer called to report a blank screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen during count up due to a problem with the motherboard. Unable to test for the blank display due to the frozen screen.